Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll s/c 200 had foreign matter. The following information was provided by the initial reporter: material # 302995. Batch # 5121242. It was reported by customer that the 37 syringes were found with ink on the luer part of the syringe. Verbatim: (B)(4) syringes were found with ink on the luer part of the syringe. All part of the same lot.

Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter. A photo of a 10ml luer-lok syringe (part number 302995) from batch 5121242 was reviewed, showing an ink spot on the barrel collar. A device history record review confirmed that a notification was issued during production and requalification activities were completed. However, a small number of defective units may have escaped detection. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.